Manufacturer narrative:
H3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Gantry doors not closing fully. Installed enclosure motion in imaging system. The system initialized. Motion calibration passed. Motion, generator, communication and charging readied. The gantry door opened and closed successfully. Docking passed. The door closed and opened successfully. 2d and 3d images were successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000180r, serial/lot #: (B)(6), h3,h6: the component was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Gantry doors not closing fully. Installed gantry motion control in imaging system. The system initialized. Motion calibration passed. Motion, generator, communication and charging readied. The gantry door opened and closed successfully. Docking passed.2d and 3d images were successful. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000442r, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000166. Product ID: bi71000202. Product ID: bi71000203. Product ID: bi71000180r. Product ID: bi71000273, product ID: bi71000429, product : bi71000264. Product ID: bi71000293. Product ID: 3004785967-2025-00575. Product ID: bi71000217. Product ID: bi71000194. Product ID: bi71000217. Product ID: bi71000166. Product ID: bi71000166. Product ID: bi71000166. Product ID: bi71000166. H3) the manufacturer representative went to the site to test the imaging system. On july 31, 2025 they found that the door was slightly open and would not close. They used the t- handle, but it would not go in all the way. They had to manually moved the gantry because the pendant was not working. They found that the dingus pins were out of position, they were realigned. But they were still not able to open the door. They checked all door switches. They noticed that the door cage was off alignment. They checked the door slides for any damage or wearing. Parts were ordered. August 05, 2025 they replaced both top and bottom dingus brackets. The door was still not aligned properly. They found bent screws on a few of the door slides. They replaced all four door slides. Door opens but dingus pins jump from position. Realigned the dingus and performed rotor offset calibration. After calibration the door will not open or close via the pendant. The replaced the motion interface and updated the firmware. Door still not able to open or close using the pendant. Parts ordered. August 11, 2025 they were able to rotate the gantry, but the door was not able to open, t-pin was inserted. Verified pendant signal was good, rotor was manually homed. Checked system log found "motion on gantry ctrl door axis failed due to position error tolerance being exceeded". Performed rotor offset calibration twice not able to open door via pendant. Replaced gantry ctrl completed firmware update rebooted system performed invalidate home. Door still was not able to open. Performed rotor calibration seven more times until good value was achieved, t-pin able to be inserted, door still not able to open via pendant. August 14, 2025 during troubleshooting found rotor reference tab not working verified on another system that the x column under axis switches when working goes from red to white. Found rotor reference tab and sensor damaged. Parts ordered. August 15, 2025 received ordered parts, returned to site, replaced all parts, verified functionality, performed system checkout. Codes: b01, c07, d02 are applicable for the system checkout the motion enclosure and gantry control were returned for analysis and are under testing. Codes: b21, c21, d16 are applicable for the returned part. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry doors were not closing fully. Gantry doors reportedly had been closed on "some lines that were hanging", and the staff had to use a wrench to open the doors back up but now were unable to close them fully. There was no patient present.